Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the second inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post-procedure.